Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "broken o ring behind the regulator". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "broken o ring behind he regulator". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump is losing tank helium pressure" is not able to be confirmed. The product was not returned for investigation. According to the service report, the helium regulator o-ring was sent to the biomed to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.